Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which result showed that allegation was confirmed based on the observation of a wire sticking out the lead in the area of the spiral fixation/lead tip. This was consistent with the report of wire escaping in the lumen.

Event description:
It was reported that this brady lead had incurred damage in insulation during implant procedure. The lead was never in service. No adverse patient effects were reported.